Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant in ada site 8 was placed, the implant was not integrated in type IV bone. Clinician reports swelling and fenestration. A bone graft was performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 4 months after the dental implant in ada site 8 was placed, the implant was not integrated in type IV bone. Clinician reports swelling and fenestration. A bone graft was performed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).